Manufacturer narrative:
Eval: iab was received intact for eval with the membrane noted to be completely unfolded. Blood was noted on exterior of iab. Iab was returned with sheath in place over catheter tubing. Kinks were noted in sheath at sheath at sheath/sheath hub junction. In addition, a portion of the inner lumen proximal to the metal sleeve was noted to be severely kinked and elongated. Catheter o.d was measured and found to be with datascope's mfg specifications. Unfolded membrane appeared normal under room light and polarized light. Probable cause of difficulty: in general, difficulty advancing iab or sheath into pt or advancing iab into sheath may be attributed to one or more of the following: * user may have not drawna sufficient vacuum on balloon during its removal from blister tray. * if drawn, a vacuum may have not been maintained throughout insertion procedure. * during insertion and advancement of sheath, sheath may have hit opposing wall of artery causing it to kink. * pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into sheath. * during iab insertion, balloon tip may have hit opposing wall of artery as it exited end of sheath. It was only reported that balloon could not be inserted. Since the sheath was in place over catheter tubing, difficulty musthave been encountered advancing balloon through sheath. Condition of inner lumen supports reported difficulty.

Event description:
The dr was unable to insert the iab into the pt using a 6" sheath. Event complications: none from the event-reported 1/14/97. Pt's current status: unk-rpt'd 1/14/97.